Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed high/undefined rv defibrillation coil impedance and high/undefined superior vena cava (svc) defibrillation coil impedance. A lead fracture was confirmed. Additionally, due to the lead configuration, the left ventricular (lv) lead displayed high/undefined impedance, no capture at max output/high threshold which induced phrenic nerve stimulation and diaphragmatic stimulation. Both leads were reprogrammed and eventually the rv lead was capped and replaced, while the lv lead remains in use. No patient complications have been reported as a result of this event.